Manufacturer narrative:
(B)(4). Law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions, 75, 757764. Https://doi.org/10.1002/ccd. As reported in the literature article by ,law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 75(5), 757764. Https://doi.org/10.1002/ccd.22356, during implantation of an palmaz 3 series p308 stent, the patient died. Dilation of the right pulmonary artery (rpa)stent resulted in communication between the ascending aorta and the rpa, causing a significant left to right shunt. Surgical repair was required. The device will not be returned. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis or images for review, the reported customer event could not be confirmed. Intrapulmonary shunt involves blood flow through areas of lung with excessive perfusion for ventilation. An intrapulmonary shunt may take the form of discrete extra-alveolar arteriovenous connections or may involve blood that traverses completely unventilated alveoli. Additionally, the use of the palmaz stent is off label usage as the device is not indicated for pediatric usage. According to the safety information in the instructions for use the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken. Publication has been attached.

Event description:
As reported in the literature article by ,law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 75(5), 757764. Https://doi.org/10.1002/ccd.22356, during implantation of an palmaz 3 series p308 stent, the patient died. Dilation of the right pulmonary artery (rpa)stent resulted in communication between the ascending aorta and the rpa, causing a significant left to right shunt. Surgical repair was required. The device will not be returned.